Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 1200.0 mcg/ml; 175.4 mcg/day and fentanyl 20.0 mg/ml; 2.923 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2018. It was reported the patient believed there was a problem with her catheter kinking. On (B)(6) 2018 when the patient got off the toilet she felt like someone was stabbing her with a piece of metal in her left side. This occurred twice. The stabbing pain in her left side occurred about a month and a half ago. The patient went to the doctor and told him about her concerns. The patient had been extremely sick and had visits to the emergency room and two emergency visits to her doctor. Per the patient it was not an over infusion but possibly an under infusion. At the time the extreme sickness started the drugs in the pump were fentanyl and bupivacaine (dose and concentration were unknown). It was probably higher at the time because her doctor has been decreasing her dose due to her wishes to have the pump removed. No further complications were reported.